Manufacturer narrative:
The exact cause of the event is currently unknown. No specimen is available for evaluation by the manufacturer. No additional information is currently available. The manufacturing records for lot # m14m1168 have been reviewed. There were no deviations or non-conformances that could have caused or contributed to the reported event. There have been no other events reported for this lot. It is unknown if the reported stenosis may be also related to the patient co-morbidities, the surgical procedure, other devices, or treatments. Cormatrix will submit a follow-up report if additional information becomes available.

Event description:
On march 14, 2016, cormatrix cardiovascular became aware of an event involving cormatrix ecm for cardiac tissue repair. Details are provided below: it was reported that a patient underwent a pulmonary artery - right ventricular outflow tract (pa-rvot) patch plasty on (B)(6) 2015 using cormatrix ecm for cardiac tissue repair. The postoperative course was uneventful. The patient later presented with a thickened pulmonary artery vessel wall and had to undergo another surgical procedure due to hemodynamically relevant stenosis. During the revision procedure on (B)(6) 2016, a massively thickened pulmonary artery wall was observed in the exact region where the ecm patch material was used before. No specimen is available for evaluation by the manufacturer. All explanted material was sent to the hospital pathology department for histological examination.

Manufacturer narrative:
The surgeon directly involved in the case indicated on questionnaire received march 15, 2016, that "right ventricle to pulmonary artery (rv-pa) conduit with cormatrix ecm on (B)(6) 2015". This description suggests that the ecm was either used to fabricate a rv-pa tube conduit or the ecm was connected to another type of tube conduit. The use of cormatrix ecm to construct conduits (tube grafts) is not an approved or cleared indication. This information was the basis for cormatrix filing supplemental (follow-up) report #1 on june 1, 2016. In subsequent communication between cormatrix and the surgeon directly involved in the case on june 2, 2016, the surgeon then indicated that the cormatrix product was used as a patch. The instructions for use (IFU) for cormatrix ecm for cardiac tissue repair indicates, "device must be sutured to viable native tissue and must not be sutured to either homografts, synthetic or chemically cross-linked materials." The cormatrix ecm for cardiac tissue repair product is indicated for use as an intracardiac patch or pledget for tissue repair [i.e. Atrial septal defect (asd), ventricular septal defect (vsd), etc.] And suture-line buttressing. With the updated information relative to usage of the cormatrix ecm as a patch, this would be within the stated indications for use and not considered off-label use as indicated in june 1, 2016 follow-up #1 report. No specimen is available for evaluation by the manufacturer. The instructions for use (IFU) for cormatrix ecm for cardiac tissue repair lists acute or chronic inflammation and reformation of intracardiac defect as potential complications. The manufacturing records for lot # m14m1168 have been reviewed. There were no deviations or non-conformances that could have caused or contributed to the reported event. There have been no other events reported for this lot. Root cause cannot be determined for this event. It is unknown if the reported stenosis may also be related to failure to follow instructions or warnings in the product IFU (i.e. Ecm sutured to homograft, synthetic or chemically cross-linked conduit), patient co-morbidities, the surgical procedure, other devices, or treatments.

Manufacturer narrative:
The surgeon directly involved in the case indicated, "right ventricle to pulmonary artery (rv-pa) conduit with cormatrix ecm on (B)(6) 2015". This description suggests that the ecm was either used to fabricate a rv-pa tube conduit or the ecm was connected to another type of tube conduit. The use of cormatrix ecm to construct conduits (tube grafts) is not an approved or cleared indication. The instructions for use (IFU) for cormatrix ecm for cardiac tissue repair indicates, "device must be sutured to viable native tissue and must not be sutured to either homografts, synthetic or chemically cross-linked materials." The cormatrix ecm for cardiac tissue repair product is indicated for use as an intracardiac patch or pledget for tissue repair [i.e. Atrial septal defect (asd), ventricular septal defect (vsd), etc.] And suture-line buttressing. The use of cormatrix ecm as a conduit is considered off-label use. No specimen is available for evaluation by the manufacturer. The instructions for use (IFU) for cormatrix ecm for cardiac tissue repair lists acute or chronic inflammation and reformation of intracardiac defect as potential complications. The manufacturing records for lot # m14m1168 have been reviewed. There were no deviations or non-conformances that could have caused or contributed to the reported event. There have been no other events reported for this lot. Root cause cannot be determined for this event. It is unknown if the reported stenosis may also be related to off-label use of the product (i.e. Ecm used to fabricate a tube conduit), failure to follow instructions or warnings in the product IFU (i.e. Ecm sutured to homograft, synthetic or chemically cross-linked conduit), patient co-morbidities, the surgical procedure, other devices, or treatments.

Event description:
On march 14, 2016, cormatrix cardiovascular became aware of an event involving cormatrix ecm for cardiac tissue repair. Details are provided below: it was reported that a patient underwent a pulmonary artery - right ventricular outflow tract (pa-rvot) patch plasty on (B)(6) 2015 using cormatrix ecm for cardiac tissue repair. The postoperative course was uneventful. The patient later presented with a thickened pulmonary artery vessel wall and had to undergo another surgical procedure due to hemodynamically relevant stenosis. During the revision procedure on (B)(6) 2016, a massively thickened pulmonary artery wall was observed in the exact region where the ecm patch material was used before. No specimen is available for evaluation by the manufacturer. All explanted material was sent to the hospital pathology department for histological examination. On may 2, 2016, cormatrix received additional details from a surgeon directly involved in the case as follows: patient history includes pulmonary atresia with ventricular septal defect (vsd). An aorto-pulmonary ptfe shunt was placed on (B)(6) 2014. On (B)(6) 2015 a right ventricle to pulmonary artery (rv-pa) conduit was placed with cormatrix ecm. A 4 x 2 cm piece of ecm material was briefly moistened in a saline solution and then secured using 6-0 prolene sutures. On (B)(6) 2016, the material was explanted due to stenosis and replaced with a 16mm bovine tube graft. Following surgery, there was no remaining stenosis in the right ventricle outflow tract (rvot). The patient left the clinic on (B)(6) 2016. Histology results indicated mesenchyme with chronic, partly florid phlegmonous and eosinophilic inflammation.